Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was peeling. During testing, the pump emitted a 052 call service alarm. The complaint could not be fully investigated due to this. The keypad cover was removed and no contamination was found under the key contacts. Internal moisture was found on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.